Event description:
It was initially reported that the patient's generator had migrated and that the patient went to the surgeon because felt like the generator was moving. There was no known trauma or other adverse events. All diagnostics were said to be within normal limits. It was unknown at that time if the surgeon would be revising the generator or just the pocket. It was later indicated that the surgeon created a new generator pocket, and nothing was replaced at that time. Information received from the surgeon's office indicated that the generator had moved under the patient's arm and was protruding under the skin, which was exaggerated when the patient lifted her arm. Notes from the surgeon indicated that the original pocket was open on the lateral portion, due to the break down of the pocket. It was also noted that the generator was secured to the pectoralis and the pocket was secured tightly with sutures. The surgeon later indicated that the patient "has grown quite a bit over the years and the pocket from her initial generator placement was already fairly lateral on the pectoralis near the anterior axillary line." He indicated that about 6 months following her generator replacement, the "generator was palpable just underneath her axillary incision. There had not been any breakdown of the incision and the generator was not extruding through the skin. The lateral displacement of the generator was most apparent when she would raise her arms over her head, tightening the pectoralis muscle and extruding the generator out laterally. There was no breakdown of the skin or exposure of the generator. Because the generator could be palpated just under the skin, he was concerned that there might be an erosion all the way through her scar, and he decided to revise it electively. When he went back in to revise the generator, it was just underneath the dermal level. The patient was opened up the entire medial border of her old pocket and transposed the pocket over medially deep beneath her breast tissue. "This allowed me to get a much more secure lateral closure on the pocket and I do not believe we are going to have any problems with the generator migrating again." The patient was also reported "to have a little fever four or five days after the surgery, and she was put in the hospital empirically to make sure that she was not getting an infection of the implant. All of her blood cultures did not grow anything and there was never any evidence of cellulitis, so I believe that we are not going to have any problems with infection from this revision."